Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the driver did not retain one of the set screw tabs that was broken off. The tab could not be located. No patient complications were reported

Manufacturer narrative:
Visual review confirms distal tab broken off on the shaft. Optical examination of the fracture reveals a fairly brittle fracture surface with no indication of fatigue. The morphology of the fracture suggests the possible direction of propagation, with evidence of a shear lip on the interior side of the tab. The above observations are consistent with bend stress overload.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.